Manufacturer narrative:
E1: (B)(6). H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the disposable alarm turns on and can't cycle unit. There was no patient involvement and no patient harm/ adverse event reported.

Manufacturer narrative:
D9: date returned to mfg.: 5/27/2024. One device was received in good condition. Looked brand new. The complaint was verified by testing and visual inspection. The cause was a defective microswitch. Replaced the microswitch to resolve the problem. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.